Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was bilateral. Patient was revised on right side due to metalosis, yellow-gray colored fluid of thick viscosity, and a mild amount of fretting and black material.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. (B)(4) has been established regarding root cause and/or corrective actions. Further determinations and actions will be documented in the corrective and preventative action investigation as appropriate. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** - medical records for the right hip received (B)(4) 2013. Revision operative report for the right hip indicates the following: 40 milliliters of cloudy yellow-gray colored fluid of thick viscosity; moderate degree of synovitis; acellular appearing debris in the back of the femoral head; mild amount of fretting and black material at the base of the femoral taper junction; mild cystic changes within the acetabulum. The information received does not change the MDR decision.